Event description:
Healthcare professional (hcp) reports one incident of a blood leak with the the psn 170 dialyzer. Blood leak occurred at start of treatment and was noted by the blood leak alarm. Blood leak was verified visually in the dialysate and with positive hemastix. Blood lost of 200cc to 300 cc. Treatment was resumed with new disposables and completed without further incident. No patient injury or medical intervention reported per hcp.